Event description:
It was reported that a patient got out of the bed without the bed exit alarming. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed exit was not functioning and a patient left the bed without the bed exit alarming. However, after further investigation it was found that the account only had the ibed awareness feature set, and believed that this feature would function as a bed exit alarm. Therefore, it has been determined that there was no defect with the unit. To resolve the issue for the account a stryker qae spoke with customer explaining the proper usage and capabilities of both the ibed awareness option and the bed exit function.

Event description:
It was reported that a patient got out of the bed without the bed exit alarming. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.